Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an alarm was generated when a power failure was detected, power loss alarm and motor safety circuit failed test alarm on the insulin pump. Troubleshooting was performed. Customer advised the alarms were unable to be cleared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.